Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 499, 479, 215, 391, 429, 534, 69 mg/dl. Tests were done within 10 minutes with a difference of 46%. Patient did not experience any adverse events. No further information has been reported.